Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> it was reported that: clip hold error. One mic4036 reload (a) was received with no apparent damaged and with only 4 clips loaded. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 4 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The clips performed without any difficulties noted. One mic4036 reload (b) was received with no apparent damaged and with only 2 clips loaded. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 2 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The clips performed without any difficulties noted. One mic4036 cartridge (c) was received sterile and with no apparent damaged. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended and conforming. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The clips performed without any difficulties noted. One mic4036 reload (d) was received with no apparent damaged and with only 2 clips loaded. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 2 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. The DHR review could not be conducted, as no batch number or lot number of the complaint was provide. The clips performed without any difficulties noted. One mic4036 reload (d) was received with no apparent damaged and with only 1 clip loaded. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 1 clip as intended. The clip was form as intended and conforming to our manufacturing requirements. The DHR review could not be conducted, as no batch number or lot number of the complaint was provide. The clips performed without any difficulties noted. One mic4036 reload (f) was received with no apparent damaged and with only 3 clips loaded and 2 loose clips. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 3 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. The DHR review could not be conducted, as no batch number or lot number of the complaint was provide. The clips performed without any difficulties noted. Additional information was requested and the following was obtained: were the clips unable to hold the suture? The clips did not close and therefore were unable to hold the suture. Procedure name: the procedure was a laparoscopic gastric bypass. Was the issue noted during use on patient? Yes the issue was noted during use on patient. What is the suture type used? Product code and lot number. What is suture diameter? The suture used was polysorb 3-0 code: gl-122. Was the applier checked for defects? The applier was recently purchased 06/2019 and also checked for defects. Was the suture under tension when clips being used? The suture was not under tension during application according to the surgeon. How was case completed? After opening two new packages of clips, the new clips worked and were able to hold the suture. Then the procedure was completed. Lot number of the clips: lot number of the clips you can find in the complaint issued. Device return status/ follow up: additional information was requested and the following was obtained: please provide the lot number of the clips that did not close.- lot pabcmtq0, mpbbdbq0. Please provide the total number of actual clips that did not close. - no response. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts have been made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2019-86372 and 2210968-2019-88067.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2019 and a suture clip was used. During the procedure, the clip did not close and therefore were unable to hold the suture. The procedure was completed with a same like device with no adverse patient consequences.